Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge (b) was received with one opened foil and a reload with two clips loaded. However, the clips were moved inside of the cartridge due to improper handling of the clips. The clips moved were accommodated in the cartridge and loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 2 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a robotic assisted partial nephrectomy procedure on an unknown date and suture was used. During a robotic assisted partial nephrectomy procedure that the clips were inconsistently closing on 2.0 v-lock suture. They attempted to close a clip without suture in-between but still would not close. A 2-0 vicryl tie was opened and were still not able to get the clips to close over the suture. Procedure was completed by using eight hemolock clips. There were no adverse consequences for the patient. Additional information was requested.